Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a scar/damage on the tubing was not confirmed. However, visual examination of the sample noted a black ink smudge on the outer surface of the tubing. Particulate matter in the form of ink smudge does not pose risk to the customer or device's functionality. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Event description:
Baxter (B)(4) received a report that one (1) infusor device was damaged/scarred on the tubing close to the housing before filling. There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.